Event description:
It was reported that the patient presented with pain in knee post operatively. Surgeon revised a scorpio microstructure femur and replaced it with a scorpio cemented femur. Upon examining the micro femur removed, it seemed to have attached via fibrous tissue on-growth.